Manufacturer narrative:
The particle was received and evaluated. Evaluation of the particle found it is soft and pliable approximately 3516 microns long by 1037 microns wide. The source and origin of the particle cannot be determined. The sample was sent to the lab for analysis. The lab analysis via fourier transform infrared (ftir) spectrometer found that the sample had a spectrum consistent with that of isobutylene-isoprenerubber (iir) and polydimethylsiloxane (pdms)/silicone. Energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem) analysis indicated that the sample consists primarily of carbon, oxygen, and silicon with lesser concentrations of magnesium, chlorine, titanium, sodium, aluminum, and sulfur, consistent with iir and silicone. Pyrolysis/gas-chromatography analysis of the sample indicated that it is composed of isobutylene-isoprene rubber (iir). We are not able to determine the origin of the fm/particulate or root cause of the event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product and lot number are not available; therefore, a device history review cannot be performed. The particle has been received and the evaluation is in process. This investigation is ongoing.

Event description:
It was reported that the surgeon removed a particle from the eye during a procedure. The particle was noticed coming down the irrigation side and out the irrigation hole on the left while using a quad technique for phacoemulsification. The surgeon halted the procedure, removed the phacoemulsification tool, and extracted the particle with forceps. No harm to the patient was reported.